Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, when the balloon was inflated for several times, it was noted that the balloon shifted slightly and ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was good.